Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the farapulse afib ablation, the farawave catheter was selected for use. It was reported that during the procedure there was issue with device deployment. The device was removed out from the body, and it was noticed that the wire was kinked and had a sharp edge and it was noted that the catheter lumen was detached. The procedure was completed using different farawave catheter. No patient complications occurred. The product was received for analysis and investigation is still in progress.

Manufacturer narrative:
Additional information was provided in section d4 lot number and d4 unique identifier (UDI). D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of detachment of device or device component, and damage. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The catheter planarity was measured and was found to be not conform within design specifications. The spline cage of the catheter was examined under the microscope to look for any abnormalities, there was potential thinning and wrinkles were noted in the some of the splines, though it is unclear whether this contributes to planarity anomaly or not. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave nav device confirmed that the event of detachment of device or device component and damage are a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and cause traced to device design and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The catheter had no guidewire lumen abnormalities noted. The guidewire lumen was intact and had no sharp edges or broken wires. A secondary finding revealed that the device planarity was out of specification and nonconforming to design requirements. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the farapulse afib ablation, the farawave catheter was selected for use. It was reported that during the procedure there was issue with device deployment. The device was removed out from the body, and it was noticed that the wire was kinked and had a sharp edge and it was noted that the catheter lumen was detached. The procedure was completed using different farawave catheter. No patient complications occurred. The product was received for analysis.